Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that, the patient experienced issue of 5 infusion sets leakage issue on (B)(6) 2024.the sets were not in use for even a day, and started leaking from the tubing, were it attaches to connector. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4). E1: patient city: (B)(6). Patient country: united states.